Event description:
Home pt reports disconnecting the heater bag and respiking a new bag onto the already spiked heater line while troubleshooting through a "check heater line" alarm during fill 1/4 of homechoice treatment. Baxter technician assisted home pt in ending therapy and instructed pt to start over with new supplies. No pt injury or medical intervention required per home pt.